Event description:
It was reported that pen ii mylan 3.0ml was being difficult and not able to deliver medication. The following information was provided by the initial reporter: on (B)(6) 2019 at 12:56 am, a pqc report was received via email from a coc nurse stating, patient's wife states that occasionally, she experiences difficulty with the pen sticking and not injection. Always tightens pen and primes. Wife doesn't remember when he last received a new pen. Follow-up initial: on 01/may/2019 at 10:05 am, a call was made to the caregiver to obtain pqc details. The caregiver stated that there were two pens that were sticking. She stated that the first pen was stuck several times when she tried to use it to inject her husband, so she stopped using the first pen. She stated that the second pen gets stuck once in a while. She did not have the ndc number as she stated she threw out the box. The caregiver provided the full address and stated that the complaint samples were available for return.

Manufacturer narrative:
H.6. Investigation: three (3) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pens. The samples were tested for functionality through dose set knob (dsk) push force test and by performing sample injections. The returned complaint pens met dsk push force test specification. The pens functioned as intended during the sample injections.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ii mylan 3.0ml was being difficult and not able to deliver medication. The following information was provided by the initial reporter: on 30/apr/2019 at 12:56 am, a pqc report was received via email from a coc nurse stating, patient's wife states that occasionally, she experiences difficulty with the pen sticking and not injection. Always tightens pen and primes. Wife doesn't remember when he last received a new pen. Follow-up initial: on 01/may/2019 at 10:05 am, a call was made to the caregiver to obtain pqc details. The caregiver stated that there were two pens that were sticking. She stated that the first pen was stuck several times when she tried to use it to inject her husband, so she stopped using the first pen. She stated that the second pen gets stuck once in a while. She did not have the ndc number as she stated she threw out the box. The caregiver provided the full address and stated that the complaint samples were available for return.